Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found the bottom case tamper seal and the plunger assembly tamper seal were broken, the top case, bottom case, and plunger case were cracked. The device?s event history log was reviewed for evidence of the reported event, and check clutch? Error was found. To conduct functional testing, the device was powered up and an occlusion test was performed. Upon testing, check clutch plunger lever error was found/duplicated during occlusion test. The root cause of the clutch issue is due to a combination of lead screw and both clutch halves found old, dirty and worn out due to normal wear. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation

Event description:
It was reported, the device exhibited clutch issues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.